Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medication leaked at the hub and needle failed to retract with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that medication leaked through the needle hub during injection and the needle failed to retract. Verbatim states, "consumer reported medication leaked through the needle hub during injection and needle would not retract after injection. Lot # 7208639, product # (B)(4), exp date was not provided, occurrence date is unknown."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked at the hub and needle failed to retract with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that medication leaked through the needle hub during injection and the needle failed to retract. Verbatim states, "consumer reported medication leaked through the needle hub during injection and needle would not retract after injection. Lot # 7208639, product # 305269, exp date was not provided, occurrence date is unknown."